Event description:
It was reported that heart perforation occurred. An ultra ice¿ imaging catheter was used for a transseptal frosting to view the left atrium. Difficulty visualizing with the catheter was noted. Upon placing the non-bsc transseptal sheath over the fossa, the physician was able to visualize the fossa and when dropped into the fossa they were unable to see the transseptal sheath. The physician continued to manipulate the transseptal sheath posterior to the heart without visualization and the perforation occurred. The physician then performed an echocardiogram as pericardial space could not be seen. The imaging catheter was reset was able to visualize. After the echo cardiogram, the imaging catheter was repositioned over the fossa and the physician was then able to advance the transseptal sheath into the left atrium. Upon case completion, it was noted that the patient's blood pressure significantly dropped all of a sudden. Another echo was then requested which revealed fluid in the pericardial space. Pericardiocentesis was then performed and nearly 600cc of blood was withdrawn. The procedure was completed with this device. The patient's condition is stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).